Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rv lead also exhibited low r-waves. The patient had an electrophysiology (ep) study to ablate atrial flutter. It was also reported that the patient experienced inappropriate therapy by the cardiac resynchronization therapy defibrillator (crt-d) due to inappropriate detection of episode. The device remains in use. No further patient complications have been reported as a result of this event. Additionally, the left ventricular (lv) lead exhibited significantly varying impedance. Lv capture was varying and increasing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: dtma2qq, serial#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) exhibited undersensing. The lead remains in use. No patient complications have been reported as a result of this event.